Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device"), perforation ("perforation (other),") and genital haemorrhage ("excessive and abnormal bleeding") in a 46-year-old female patient who had essure (batch no. 838671-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pernicious anemia and fibromyalgia. Concurrent conditions included overweight, uterine bleeding, anemia and polycystic ovaries. Concomitant products included ferrous gluconate, ibuprofen, iron since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet), vitamin b12 nos since (B)(6) 2012 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), polycystic ovaries ("polycystic ovaries"), adenomyosis ("adenomyosis"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomies and salpingo-oophorectomies and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue and weight increased had resolved and the device dislocation, perforation, genital haemorrhage, feeling abnormal, hair growth abnormal, mood swings, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, uterine leiomyoma, polycystic ovaries, adenomyosis, adhesion, nervous system disorder and gastrointestinal disorder outcome was unknown. The reporter considered adenomyosis, adhesion, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, memory impairment, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroid uterus, menorrhagia, dysmenorrhea, most recent follow-up information incorporated above includes: on 22-mar-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding"), device dislocation ("malposition of essure device") and perforation ("perforation (other),") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and uterine bleeding. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant and intervention required) and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced hair growth abnormal ("hair growth"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), perforation (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), polycystic ovaries ("polycystic ovaries"), adenomyosis ("adenomyosis"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with hysterectomy and oophorectomy (bilateral removal of ovaries)). At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, feeling abnormal, hair growth abnormal, mood swings, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, device dislocation, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, perforation, uterine leiomyoma, polycystic ovaries, adenomyosis, adhesion, nervous system disorder and gastrointestinal disorder outcome was unknown. The reporter considered adenomyosis, adhesion, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, memory impairment, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received:the event abnormal bleeding (vaginal, menorrhagia),bladder infection,urinary tract infection,apareunia, forgetfulness, perinicious anemia, malposition of essure device, bladder problems,urinary problems,nausea, neurological conditions or problems, dysmenorrhea dyspareunia (painful sexual intercourse),vaginal discharge, fatigue,weight gain, gastrointestinal or digestive system condition, perforation (other),fibroids, polycystic ovaries, adenomyosis, adhesions added.reporters,concurrent condition,evaluation codes updated,events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding"), device dislocation ("malposition of essure device") and perforation ("perforation (other),") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pernicious anemia and fibromyalgia. Concurrent conditions included overweight and uterine bleeding. Concomitant products included cholecalciferol (vitamin d) since 2012, ferrous gluconate, iron since (B)(6) 2012 and vitamin b12 nos since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). On an unknown date, the patient experienced hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), perforation (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), polycystic ovaries ("polycystic ovaries"), adenomyosis ("adenomyosis"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with surgery (plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomies) and surgery (salpingo-oophorectomies and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue and weight increased had resolved and the genital haemorrhage, feeling abnormal, hair growth abnormal, mood swings, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, device dislocation, dyspareunia, vaginal discharge, perforation, uterine leiomyoma, polycystic ovaries, adenomyosis, adhesion, nervous system disorder and gastrointestinal disorder outcome was unknown. The reporter considered adenomyosis, adhesion, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, memory impairment, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received. Events outcome updated. Events onset updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding"), device dislocation ("malposition of essure device") and perforation ("perforation (other),") in a 46-year-old female patient who had essure (batch no. 838671) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pernicious anemia and fibromyalgia. Concurrent conditions included overweight, uterine bleeding, anemia and polycystic ovaries. Concomitant products included ferrous gluconate, ibuprofen, iron since (B)(6) oxycodone hydrochloride;paracetamol (percocet), vitamin b12 nos since (B)(6) 2012 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). On an unknown date, the patient experienced hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), device dislocation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), perforation (seriousness criterion medically significant), polycystic ovaries ("polycystic ovaries"), adenomyosis ("adenomyosis"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (plaintiff underwent a total hysterectomy with bilateral salpingo-oophorectomies and salpingo-oophorectomies and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue and weight increased had resolved and the genital haemorrhage, feeling abnormal, hair growth abnormal, mood swings, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, device dislocation, dyspareunia, vaginal discharge, perforation, uterine leiomyoma, polycystic ovaries, adenomyosis, adhesion, nervous system disorder and gastrointestinal disorder outcome was unknown. The reporter considered adenomyosis, adhesion, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, memory impairment, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date : (B)(6) 2011 & (B)(6) -12. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on 07-nov-2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroid uterus, menorrhagia, dysmenorrhea, most recent follow-up information incorporated above includes: on 18-mar-2019: lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and feeling abnormal ("brain fog"). The patient was treated with surgery (on or about 2012, plaintiff underwent a total hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device"), perforation ("perforation (other),") and genital haemorrhage ("excessive and abnormal bleeding") in a 46 year-old female patient who had essure inserted (lot no. 838671-not valid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibromyalgia and pernicious anemia. Concurrent conditions were listed as polycystic ovaries, anemia, abnormal uterine bleeding and overweight. Concomitant products included vitamin b12 nos since (B)(6) 2012, iron since (B)(6) 2012, vitamin d [vitamin d nos] since 2012, ibuprofen, percocet [oxycodone hydrochloride;paracetamol] and ferrous gluconate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011 she experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012 she was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In 2012 she experienced genital haemorrhage (seriousness criterion intervention required) and feeling abnormal ("brain fog"). Essure was removed on (B)(6) 2014. An unknown time later she experienced device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), adenomyosis ("adenomyosis"), polycystic ovaries ("polycystic ovaries"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, nausea, fatigue and weight increased had resolved. The outcomes for device dislocation, perforation, genital haemorrhage, vaginal discharge, vaginal infection, adenomyosis, uterine leiomyoma, polycystic ovaries, female sexual dysfunction, feeling abnormal, hair growth abnormal, mood swings, cystitis, urinary tract infection, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, dyspareunia, adhesion, nervous system disorder and gastrointestinal disorder were unknown. The reporter considered adenomyosis, adhesion, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, memory impairment, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: discripancy noted in essure insertion date : (B)(6) 2011 & (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.656 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: results: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroid uterus, menorrhagia, dysmenorrhea,. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: annex f updated. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device"), perforation ("perforation (other),") and genital haemorrhage ("excessive and abnormal bleeding") in a 46 year-old female patient who had essure inserted (lot no. 838671-not valid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibromyalgia and pernicious anemia. Concurrent conditions were listed as polycystic ovaries, anemia, abnormal uterine bleeding and overweight. Concomitant products included vitamin b12 nos since (B)(6) 2012, iron since (B)(6) 2012, vitamin d [vitamin d nos] since 2012, ibuprofen, percocet [oxycodone hydrochloride;paracetamol] and ferrous gluconate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011 she experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012 she was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In 2012 she experienced genital haemorrhage (seriousness criterion intervention required) and feeling abnormal ("brain fog"). Essure was removed on (B)(6) 2014. An unknown time later she experienced device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), adenomyosis ("adenomyosis"), polycystic ovaries ("polycystic ovaries"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, nausea, fatigue and weight increased had resolved. The outcomes for device dislocation, perforation, genital haemorrhage, vaginal discharge, vaginal infection, adenomyosis, uterine leiomyoma, polycystic ovaries, female sexual dysfunction, feeling abnormal, hair growth abnormal, mood swings, cystitis, urinary tract infection, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, dyspareunia, adhesion, nervous system disorder and gastrointestinal disorder were unknown. The reporter considered adenomyosis, adhesion, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, memory impairment, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: discripancy noted in essure insertion date : (B)(6) 2011 & (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.656 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroid uterus, menorrhagia, dysmenorrhea, lot 838671 not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device"), perforation ("perforation (other),") and genital haemorrhage ("excessive and abnormal bleeding") in a 46 year-old female patient who had essure inserted (lot no. 838671-not valid, 838571) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polycystic ovarian syndrome, pelvic pain female, uterine dilation and curettage, vitamin b12 deficiency, smoker, ovarian cancer, urinary incontinence, vaginal bleeding, uterine fibroid, parity 2, gravida I, fibromyalgia and pernicious anemia. Concurrent conditions were listed as dysmenorrhea, polycystic ovaries, anemia, abnormal uterine bleeding and overweight. Concomitant products included vitamin b12 nos since september 2012, iron since september 2012, vitamin d [vitamin d nos] since 2012, ibuprofen, percocet [oxycodone hydrochloride;paracetamol] and ferrous gluconate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, she experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, she was found to have weight increased ("weight gain"). In (B)(6) 2012, she experienced vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In 2012, she experienced genital haemorrhage (seriousness criterion intervention required) and brain fog ("brain fog"). Essure was removed on (B)(6) 2014. An unknown time later she experienced device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), adenomyosis ("adenomyosis"), polycystic ovaries ("polycystic ovaries"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, nausea, fatigue and weight increased had resolved. The outcomes for device dislocation, perforation, genital haemorrhage, vaginal discharge, vaginal infection, adenomyosis, uterine leiomyoma, polycystic ovaries, female sexual dysfunction, brain fog, hair growth abnormal, mood swings, cystitis, urinary tract infection, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, dyspareunia, adhesion, nervous system disorder and gastrointestinal disorder were unknown. The reporter considered adenomyosis, adhesion, bladder disorder, brain fog, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, memory impairment, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.656 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: results: total bilateral occlusion. [Pathology test] on (B)(6) 2014: clinical history preoperative diagnosis and postoperative. Diagnosis: aub, symptomatic uterine fibroid, anemia, chronic pelvic pain unresponsive to medical management. Final pathologic diagnosis: uterine cervix, uterus, bilateral ovaries and fallopian tubes hysterectomy bilateral salpingooophorectomy: immature squamous metaplasia and acute and chronic cystic end cervicitis of the uterine cervix proliferative endometrium with superficial adenomyosis of the myometrium benign left and right fallopian tubes and ovaries without active inflammation. Specimen(s) received: uterus, fibroids, not prolapse/tumor. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroid uterus, menorrhagia, dysmenorrhea. Lot 838671 not valid. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lot number added. Lab data updated including surgical pathology report added. Medical history, concomitant conditions and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device"), perforation ("perforation (other),") and genital haemorrhage ("excessive and abnormal bleeding") in a 46 year-old female patient who had essure inserted (lot no. 838571) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polycystic ovarian syndrome, pelvic pain female, uterine dilation and curettage, vitamin b12 deficiency, smoker, ovarian cancer, urinary incontinence, vaginal bleeding, uterine fibroid, parity 2, gravida I, fibromyalgia and pernicious anemia. Concurrent conditions were listed as dysmenorrhea, polycystic ovaries, anemia, abnormal uterine bleeding and overweight. Concomitant products included vitamin b12 nos since (B)(6) 2012, iron since (B)(6) 2012, vitamin d [vitamin d nos] since 2012, ibuprofen, percocet [oxycodone hydrochloride; paracetamol] and ferrous gluconate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, she experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, she was found to have weight increased ("weight gain"). In (B)(6) 2012, she experienced vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In 2012, she experienced genital haemorrhage (seriousness criterion intervention required) and brain fog ("brain fog"). Essure was removed on (B)(6) 2014. An unknown time later she experienced device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), adenomyosis ("adenomyosis"), polycystic ovaries ("polycystic ovaries"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), hair growth abnormal ("hair growth"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), memory impairment ("forgetfulness"), pernicious anaemia ("pernicious anaemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), adhesion ("adhesions"), nervous system disorder ("neurological conditions or problems") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, nausea, fatigue and weight increased had resolved. The outcomes for device dislocation, perforation, genital haemorrhage, vaginal discharge, vaginal infection, adenomyosis, uterine leiomyoma, polycystic ovaries, female sexual dysfunction, brain fog, hair growth abnormal, mood swings, cystitis, urinary tract infection, memory impairment, pernicious anaemia, bladder disorder, urinary tract disorder, dyspareunia, adhesion, nervous system disorder and gastrointestinal disorder were unknown. The reporter considered adenomyosis, adhesion, bladder disorder, brain fog, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, memory impairment, mood swings, nausea, nervous system disorder, pelvic pain, perforation, pernicious anaemia, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2011 and (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.656 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: results: total bilateral occlusion. [Pathology test] on (B)(6) 2014: clinical history preoperative diagnosis and postoperative. Diagnosis: aub, symptomatic uterine fibroid, anemia, chronic pelvic pain unresponsive to medical management. Final pathologic diagnosis: uterine cervix, uterus, bilateral ovaries and fallopian tubes hysterectomy bilateral salpingooophorectomy: immature squamous metaplasia and acute and chronic cystic end cervicitis of the uterine cervix proliferative endometrium with superficial adenomyosis of the myometrium benign left and right fallopian tubes and ovaries without active inflammation. Specimen(s) received: uterus, fibroids, not prolapse/tumor. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fibroid uterus, menorrhagia, dysmenorrhea, lot 838671 is invalid. Lot number: 838571. Manufacture date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.